Event description:
Received report of while the end-user was stopped in front of a restaurant entrance, the f5 corpus device reportedly started driving in reverse with no touching of joystick. This reportedly resulted in the device's caster wheels dropping off a curb edge which allowed the device to lose stability and fall to the side resulting in injury to the end-user.

Manufacturer narrative:
Report claims the device reportedly went into reverse without the end-user having engaged with the joystick control. This action allowed one of the rear caster wheels to drop off a curb edge forcing the device to become unstable and fall to the side. This resulted in an injury to the end-user having sustained a hairline fracture to their right ulna. Device was evaluated by permobil representative and was found to remain fully operational with no indications of a product malfunction having occurred. End-user mentioned having a toddler in their lap when the event occurred, but did not recall if the joystick was inadvertently moved by the infant. After a full evaluation, and review of the circumstances surrounding the reported event, permobil is unable to reach a determination as to root cause of the event without speculation. The DHR was reviewed, and the device was found to have met specification prior to distribution.